Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive sheath was used for an atrial fibrillation (afib) ablation procedure. During the procedure, the faradrive sheath was introduced over the guidewire into the groin, and the guidewire was about to be removed prior to going transseptal. The faradrive distal end was positioned in the right atrium. It was then observed that the back valve of the sheath appeared to be leaking fluid, and that the sheath did not appear to be properly flushing. No damage to the luer was observed and no air was seen in the patient. The sheath was replaced and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.